Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was damaged at the tip. The fiber was replaced and the procedure completed using a second surgical fiber. Joules used: 62,069 (second fiber); cumulative jules used: 127,553 - cumulative fiber time expended: 25:44 minutes. Maximum laser wattage set for procedure; transpiration 90w coagulation 30w. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; the bevel edge appears in good condition. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.